Event description:
A customer reported incomplete flap due to low suction error in the right eye of a patient, during laser application, during lasik surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review of the logfiles for the day of treatment shows the relevant errors or any relevant warnings depicted below. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The vacuum could be established without any issue and then dropped showing the info suction pressure pump two too low followed by the warning vacuum exceeds limits treatment is aborted. Repeat vacuum check'. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The laser was rebooted after the treatment and the vacuum check was passed without any issue. No technical root cause could be identified. A root cause for the customer¿s reported event could not be determined conclusively, however it is unlikely that a product malfunction contributed to the reported event. The manufacturer internal reference number is: (B)(4).